Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd optima had leakage. The following information was provided by the initial reporter: material#: 515052, 515070, batch#: 2510306 ,2509504. Assistant oncology nurse manager mentioned during night shift, two nurses experienced the bd optima injector and connector separating spontaneously. One of the instances led to a leak of fluid according to one of the nurses. The other instance interrupted the infusion and components had to be reconnected. Assistant nurse manager mentioned the main concern they have is whether leaks will happen with the pieces separating. Additional information: what was the medication/fluid in use at the time of the event? It was a regimen called r-minichop during a rituxan infusion. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No sample photos or videos. I've instructed staff that if the event repeats to capture images. How long was the infusion administered, and approximately when did the disconnection occur? About 3 hours into the infusion. This rituxan took longer than usual due to patient's intolerance. For the event where a leak was reported, can you confirm where the leak occurred? The caregivers informed me that they perceived the leak was happening from inside where the connection was, not outside. The device was properly connected to the tubing. Did the injector and connector fully disconnect? They were slowly ejecting themselves from each other. I believe they used the clamp to keep them together, but sometimes the alaris pump would alarm to indicate occlusion. Meaning they were not well connected. They attempted to switch the connectors but all of them did the same thing.